Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "patient was in status epilepticus requiring intubation. During intubation the new disposable laryngoscope blade that was used (mac 2) the light would repeatedly go out during the intubation. The light would come back on when removing the blade from the mouth and then upon reinsertion would happen repeatedly. This occurred 3 times. Eventually the light stayed on and the patient was successfully intubated but the light going out mid procedure made it impossible to visualize the structures." It was reported there was no patient injury or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "patient was in status epilepticus requiring intubation. During intubation the new disposable laryngoscope blade that was used (mac 2) the light would repeatedly go out during the intubation. The light would come back on when removing the blade from the mouth and then upon reinsertion would happen repeatedly. This occurred 3 times. Eventually the light stayed on and the patient was successfully intubated but the light going out mid procedure made it impossible to visualize the structures." It was reported there was no patient injury or consequence. The patient condition was reported as "fine".